Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller states the pt said the scs is not working, the battery is depleted and "it is disconnected". Caller was unable to provide any additional clarification but noted that the pt was going to have the scs removed prior to the pandemic. Caller was not with pt at time of call. No patient symptoms reported. Additional information was received from a consumer. The reason for call was pt's daughter (caller) stated in (B)(6) 2019, the ins started to not charge properly so they had a procedure scheduled to either remove or replace the ins. However caller said the pandemic hit and they cancelled the procedure so pt still had the ins implanted. Additional information received. Pt called to get a hold of a rep. Pt said her battery was dead. Rep already saw the pt and knows the battery was dead. Rep spent the whole evening and was notable to jump start the battery. Pt dnk the name of the rep. Redirected to hcp. Reviewed hcp can contact nas.